Event description:
Upon receipt of the device, the field service representative (fsr) reported that the ultrasonic air sensor (uas) was continuously alarming. There was no patient involvement.

Manufacturer narrative:
The reported issue was found by the fsr during install of the unit. The fsr replaced the uas. The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) connected the uas to lab use only (luo) testing equipment. The uas exhibited no false alarms and bubbles were detected when preset. The condition could be cleared, the device reset, and normal operation could resume. The abd sensor operated as intended.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.